Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) that the physician opted to replace the patient¿s s3 lead during ipg replacement surgery. The physician inadvertently cut the right l1 lead during the procedure. The physician attempted to replace the right l1 lead, but was unable to place the lead onto the newly implanted ins. The right l1 lead was therefore explanted, leaving the patient implanted with three leads, left l1, l2 and s3.